Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hiq+ shaft insulation was damaged and not possible to use. The issue was found during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. Correction - g4 - PMA/510(k) #. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to some kind of stress problem. The most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.